Event description:
A report was received that high impedances were showing on the patient's lead. The patient underwent a revision procedure wherein leads and lead splitters were replaced. The physician believed that the lead or splitter was fractured. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspects medical devices component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that high impedances were showing on the patient's lead. The patient underwent a revision procedure wherein leads and lead splitters were replaced. The physician believed that the lead or splitter was fractured. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed both lead bodies had pronounced kinks approximately 18 cm from the distal ends, where the leads appear to have been sutured. Cables were broken/severed at this spot. The fracture sites are 1 cm from the clik anchor setscrew marks. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No cables were exposed. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead splitter passed visual, mechanical and photographic imaging tests performed. Lead splitter exhibited normal device characteristics. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead splitter passed mechanical tests performed. The complaint of high impedance was confirmed. Visual inspection revealed fractured spacer between two proximal contacts. X-ray inspection revealed fractured weld/cable for one of the two proximal contacts.